Event description:
Event description boston scientific received information that this patient was in the hospital due to a procedure to implant a stent. Device evaluation noted the gas gauge was at 50% and this device has only been implanted for two years. The caller stated the device output is programmed to 2.5v in both chambers. This device is included in the insignia microcrystal failure mode 2 population ((B)(6) 2005).

Manufacturer narrative:
A boston scientific technical services consultant suggested the patient be monitored closely and that a hex dump should be performed at the patient's next visit. The consultant also discussed the advisory issues with the caller. No other adverse events have been reported. This event will be re-evaluated if additional information is received. The device was subsequently returned over five years later and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection did not identify any device anomalies. Telemetry operations are normal and the hex memory download is complete. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. No other adverse events have been reported. This product issue will be updated if additional information is received.